Manufacturer narrative:
This report is submitted on july 18, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a breakdown of the surgical wound resulting in exposure of the receiver stimulator. Subsequently, the receiver stimulator was explanted on (B)(6) 2016, and the electrode array was left insitu to preserve the cochlea for future implantation. Reimplantation is planned; however has yet to occur as of the date of this report.